Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of hospitalization, failed battery alarm and unexplained high blood glucose of 465 mg/dl and would like to check the pump. The customer was off of the pump for 1 day only before the hospital. Customer was able to clear alarm and will monitor the pump.